Manufacturer narrative:
Results: the pusher assembly was fractured and only the proximal segment of the fracture pusher assembly was returned. The proximal portion of the broken pet lock was observed on the returned fractured pusher assembly. Conclusions: evaluation of the returned handle revealed a functional and undamaged device. During functional testing, the handle was tested with a handle test fixture and performed within specification. The nose cone funnel hole was measured with a pin gauges and was within specification. The root cause of the failure to detach during the procedure could not be determined. Evaluation of the returned fractured pusher assembly revealed that the proximal portion of the broken pet was on the pusher assembly. The pusher assembly was returned stuck within the second returned handle. The distal segment of the fractured pusher assembly and the embolization coil were not returned for evaluation. Based on the returned condition, the root cause of the device failure to detach during the procedure could not be determined. Evaluation of the second handle revealed that a fractured pusher assembly was stuck inside its nose cone and the nose cone was damaged. If a pod coil pusher assembly is forcefully inserted into the handle funnel and the handle is actuated, the pusher assembly may be stuck inside the handle. Forceful removal of the stuck pusher assembly from the handle may result to the nose cone damaged. During functional testing, the fractured pusher assembly was removed from the handle and the handle was tested with a test fixture and performed within specification. Penumbra handles and coils are visually inspected and functionally tested during incoming inspection. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of device failure to detach. This report is associated with MFR report number: 3005168196-2020-01970.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2020-01970.

Event description:
The patient was undergoing a coil embolization procedure in the gastrorenal shunt using a pod coil and ruby coil detachment handle (handle). During the procedure, the physician advanced a pod coil into the vessel and attempted to detach it using a handle; however, the pod coil failed to detach. Therefore, the handle was removed. The procedure was completed using a new handle and the same pod coil. There was no report of an adverse effect to the patient.